Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the sewing ring appeared to exhibit damage from the explant process. All leaflets were slightly stiff but flexible, which is a normal finding for this valve. The right and non-coronary cusps were prolapsed due to dehiscence of the right/non-coronary and left/non-coronary commissures. All leaflets were in the closed position with gaps between the free margins of the right and non-coronary cusps due to the prolapsed leaflets. The left/right commissure appeared intact. The right/non-coronary commissure was dehisced, possibly due to separation of the layers of the aortic wall behind the commissure. The sutures holding the aortic wall to the stent post appeared intact. The left/non-coronary commissure was dehisced, possibly due to the separation of the layers of the aortic wall behind the commissure. The suture holding the aortic wall to the stent post was not viewable. Pannus remained attached to the sewing ring on the inflow adjacent to the right cusp extending to the inflow base stitching. Pannus was also noted on the right outflow rail extending to the back of the right/non -coronary stent post. An unknown amount of pannus may have been removed during explant. Radiography revealed calcification in the area of the left/right commissure. Conclusions: the observed pannus growth into the inflow likely caused damage to the commissure, which added irregular stress to the valve and resulted in prolapse of the leaflets and regurgitation. Calcification can also be one of the common causes of leaflet prolapse and regurgitation. Pannus formation and calcification are inherent risks of surgical valve replacement and are generally patient-related conditions.: coding updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years and 1 month post implant of this 25mm mitral bioprosthetic valve, it was explanted and replaced due to severe mitral regurgitation and "leaflet deviation". No additional adverse patient effects were reported.